Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 137 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that they were disconnected during prime. The customer stated that the pump was not bumped or dropped. The customer stated that the pump had no water contact. The customer stated that the drive support cap is normal. The customer will be sent a replacement pump.